Event description:
It was reported to philips that the ECG connector module is damaged. There is no patient involvement. This report was generated pursuant to quality plan (B)(4)- quality plan ¿ ecr als service record remediation.